Event description:
Same case as MFR report #: 2134265-2009-06480. It was reported that prior to a percutaneous coronary interventional (pci) procedure, a rotawire fracture occurred. During preparation, the rotational speed of the rotalink plus was set at optimum speed. Upon attempting to perform the rotational test outside the patent, the rotablator guide wire broke. Continuous flow of pressurized normal saline was maintained. No kinks were noted on the rotawire. The procedure was successfully completed with another of the same device. The device had no contact with the patient.

Manufacturer narrative:
Pt's age: 18 years or older. The rotablator plus unit was returned to site connected together. The related complaint guide wire was not returned with the rotablator plus unit. An initial examination of the rotablator plus unit was carried out. No cuts or kinks were noted on the air hose, infusion hose, infusion hose or fiber optic cables of the unit. A tug test was performed and no issues were noted. A connect/disconnect test was carried out and no issues were noted. An attempt was made to insert a test guide wire into the rotablator plus device; however, the guide wire could not be loaded into the rotablator device. Microscopic examination of the bur revealed a misshaped and flared annulus. The damage to the bur is consistent with the bur coming into contact with the wire. Dfu warns: "never advance the rotating bur to the point of contact with the guide wire spring tip. Such contact could result in distal detachment and embolization of the tip." The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is determined to be caused by other device. (B)(4).